Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. It should be noted: the treatment provided (intravenous glucose) is inconsistent with the diagnosis.

Manufacturer narrative:
As product was not returned and test strip lot reported with this complaint is expired, a device history review (DHR) of the meter was requested. The DHR for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer reported that her adc blood glucose meter turns on and off after strip insertion. In addition, customer also reported an unspecified readings issue on her meter. Customer further reported subsequently experiencing night sweats (sweating profusely), "almost had a diabetic coma", and lost consciousness. Paramedics were called and responded. Customer was given glucose intravenously. Customer was transported to a health care facility. Customer was diagnosed with hyperglycemia and diabetic ketoacidosis and received additional unspecified treatment. There was no report of death or permanent injury associated with this event.